Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -4.5/1.0/091 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchaged for a shorter length lens due to excessive vault and the problem resolved. Cause of event was unknown.